Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Information received from the patient reported that they needed to have their implantable neurostimulator (ins) device adjusted because they were having to shut it off at night and that it was not stimulating properly. The patient clarified that when they had the device first put in, it was never ¿regulated¿ and was causing them problems. By causing problems the patient stated that the device was supposed to be on all the time but they had to turn it off at night. The patient did not have a managing physician for the device. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.